Manufacturer narrative:
Date returned to mfg: 3/28/2019. Testing and investigation were performed and the device failed pvt self-test: the pump alarmed with "battery not installed". After the battery was replaced, the pump passed pvt test. The pump also passed pvt delivery accuracy test and passed run-in protocol test: the pump infused 290.3ml in 3 hours and 48 minutes. Probable cause for "the pump is over infusing" is not found.

Manufacturer narrative:
The device is expected to return for testing and investigation. It has not yet been received.

Event description:
The event involved a customer report stating that the plum 360 pump was over infusing. The event occurred in the intensive care unit and the medication infusing at the time of the event was insulin. It was further reported that the nurse walked away and returned to the patient who displayed symptoms of hypoglycemia and also noted that the medication bag was empty. IV dextrose was administered as a result of the event.